Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 23 mmol/l (414 mg/dl) while wearing the pod between 25 and 36 hours. The pod was removed at the hospital and the nurse told the patient that the cannula may have been bent, but the patient stated they did not see it. The patient was treated with insulin vi IV and anti-sickness medication via IV. The patient was discharged after 38 hours. The pod was discarded at the hospital.